Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the malfunction code was not resettable. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump. Technical support also provided instructions to return the problematic pump using a pre-paid label.